Manufacturer narrative:
Evaluation and service of device pending.

Event description:
The manufacturers service technician confirmed the reported problem. During evaluation, the service technician reported applying pressure to the data acquisition pcb to motor controller pcb cable created the reported failure. The service technician replaced the cable to correct the reported problem. Final applicable testing was performed with no further fault reported.

Event description:
The international customer reported the ventilator alarmed due to a pressure sensors failure. Occurrence of a pressure sensors failure during use in normal ventilation operation may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The ventilator was not in use on a patient therefore there was no patient involvement or harm. Evaluation and service of the device is pending.